Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-22. H6: investigation summary: bd received 5 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for leakage was observed as blood was seen in the holder. Additionally, the customer samples along with 5 retention samples from bd inventory, were evaluated by functional testing and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced blood sample leakage. The following information was provided by the initial reporter. The customer stated: sticks patient with bd signal. Tube no. 6 is located in the holder, blood begins to leak out of the patient arm. The tube is located in the holder and is almost full.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced blood sample leakage. The following information was provided by the initial reporter. The customer stated: sticks patient with bd signal. Tube no. 6 is located in the holder, blood begins to leak out of the patient arm. The tube is located in the holder and is almost full.